Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient reported palpitations, as well as dizziness with positional changes. Diaphragmatic stimulation was noted. No action has been taken at this time, but physician intends to revise the lead in the future. Should additional information become available, this file will be updated.